Event description:
(B)(6) male admitted for planned anterior cervical disk replacement at c6. During the procedure, the 7 mm template disk was inserted within the vertebral bodies. Lateral fluoroscopic image confirmed excellent fit with the 7 mm spacer. The initial kiel cut was made with the beveled kiel instrument. When the surgeon finished, he noted that the spacer device had counter sunk within the vertebral body by approximately 5 mm. The kiel cutter device was extracted as well as the spacer device. The pt sustained spinal cord injury with c6 paraplegia.